Event description:
This is a case report received on (B)(6) 2012 by baxter czech from a physician. It was reported to a baxter clinical coordinator that the patient experienced peritonitis which (according to reporter) is not related to any product quality issue. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Hospitalization was ongoing. The patient was transferred to continuous ambulatory peritoneal dialysis (capd) and extraneal was temporarily withdrawn. The patient was receiving antibiotic treatment (name, dose, route, frequence unknown) the physician did not believe that the peritonitis was caused by the pd solutions, but rather a break in aseptic technique. The patient did not follow proper aseptic technique. The physician did not report any quality problems of the used medical devices and pd solutions.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. The sample is not available for further evaluation. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Information regarding retraining of the patient has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The following information was received from gpv: follow-up was provided by the physician. On an unreported date, the patient was switched back to apd and extraneal was restarted. Beginning (B)(6) 2012, the patient received remedial treatment with fortum (dose, frequency and route not provided) which continued until (B)(6) 2012. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from the event of peritonitis. The renal clinical coordinator will verify if re-training was completed and if not, re-training will be provided to the patient. No further information was provided. The report of a use error-breach in aseptic technique was confirmed because the nurse reported a break in aseptic technique by the patient. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.